Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device remained implanted at the time of reporting. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient underwent initial surgery on (B)(6) 2017. Post-operative, rib for mandibula failed after infection. The product specific implant (psi) itself did not fail, but the resected bone failed due to infection. The plate remains implanted in the patient. This report is for one (1) ti patient specific plate mandible/angle/2.0mm thick. This is report 1 of 2 for (B)(4).

Event description:
Further it was reported that there is no infection anymore, rib bone failed and plate is still in situ. Revision surgery is not planned yet.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: sd480.110, synthes lot number: l647077: psi case number: (B)(4), release to warehouse date: 02 nov 2017, manufacturing site: mezzovicco: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.